Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Contact stated that there was no reported impact to customer¿s blood glucose level due to this reported issue. Contact confirmed that the customer was able to reload the cartridge onto the pump and resume insulin delivery.